Event description:
The customer reported of a bloody leak coming from the flowcell sample line of a coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment consisting of a lab coat, gloves and face protection and no exposure or injury was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) reseated sample line (vl52) from diff mixing chamber (vl25) to t-fitting (port 6) below the flowcell. Issue was resolved and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).